Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer stated that there were no errors on the insulin pump, but that his blood glucose was elevated for unk reasons. The customer also stated that he uses quick-set infusion set and that he changes his infusion sets every two to three days. It was found that the insulin pump has a display issue, as it does not show more than two boluses from the bolus history even though the insulin pump has been used for several months. Only one alarm was in the alarm history screen. Nothing further was reported.